Event description:
The doctor was unable to reprogram the implanted valve. Additionally, the pt experienced seizures and enlargement of a pre-existing cyst adjacent to the lateral ventricles. The valve was explanted and replaced. Following explantation it was found that the device's silicon housing had separated from the valve and it appeared that the valve had drained intra and extra-durally.